Manufacturer narrative:
Investigation conclusion. Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (205.3 iu/ml, 210.7 iu/ml and 216.8 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined base on the information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Event occurred in (B)(6). Report received of false negative urine hcg on alere hcg combo cassette. Hospital reported they had received a report that a woman had presented with abdominal pain and spotting. Hospital received two false negative alere combo hcg results. Laboratory results confirmed patient as positive with 52123 iu/l indicating with patient history 10 weeks gestation. No reported adverse patient sequela.